Event description:
It was reported that the user experienced hypoglycemia with blood glucose below 80 overnight and as low as 50 during the day while using the ilet, asked whether insulin delivery continued below 80, and was advised that dosing suspends at the target threshold; the user treated with fast-acting carbohydrates and reported subsequent upward glucose trend, and also requested a brighter screen and mobile app control, and received guidance on viewing insulin delivery history and reports. Symptoms included low blood glucose. Outcomes included no alarms, no emergency care, and resolution after oral carbohydrate intake. Investigation included customer interview, device history review through the on-device history menu guidance, and troubleshooting and education. Investigation of this case revealed no device malfunction reported and user behavior of consuming candy to correct lows, with dosing suspension behavior explained as expected. It was concluded that hypoglycemia occurred with cause unclear and that the device functioned as designed with user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.